Event description:
It was reported that a catheter kink occurred. The patient had a calcified and tortuous severely bilateral common iliac artery and the right coronary cusp was mildly calcified. The lotus edge valve system was noted to be kinked while it advanced to the aortic arch. A second lotus edge valve system was used to successfully complete the procedure. No patient complications were reported.